Manufacturer narrative:
Pump passed self test however, a47 alarm found in the alarm history file due to corrupted history file. The insulin pump was unable to download to the carelink software due to a47 alarms in alarm history screen. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported that the insulin pump was not able to complete a download to software. The customer confirmed that the insulin pump had not been stored without a battery for an extended amount of time. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.